Event description:
Reporter alleged the lancet device used for fingerstick glucose testing would no longer eject the lancet and when attempting to pull it out, the customer accidentally stuck herself. The manufacturer's evaluation department determined the lancet device needle does not fully retract and the needle protrudes from the dial cap. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.